Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a software update the ilet displayed a locked screen and became unresponsive, after which the user force closed the ilet app, reopened it, and successfully restarted and completed the software update. Symptoms included no reported clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included customer care troubleshooting and education conducted remotely. Investigation of this case revealed a transient software/application freeze that resolved with an app restart, with no ongoing device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was a temporary software anomaly resolved by user corrective action.